Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella ld for mechanical circulatory support. It was reported that the patient did not have doppler pulses in bilateral lower extremities. Also noted high purge pressure alarm. Alarms persisted despite tissue plasminogen activator (tpa) infusions via the purge. The patient was successfully weaned from the impella and the device explanted.